Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient does not have benefit from the device. She experienced a loud horn noise when wearing her processor which interferes with her ability to hear speech. She has been unable to tolerate high pitched sounds. Multiple programming changes have been performed over time with no relief. After trying a lower mcl map, the patient wanted the level returned, which brought with it the loud horn noise. A CT scan performed in (B)(6) 2014 showed normal placement of the device. Re-implantation is being discussed.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the received information and telemetry data, it is assumed that the active electrode has partially migrated out of cochlea. The implant registration card states a full insertion. The reported undesired side effect is likely related to extra cochlea channels possibly stimulating the middle ear. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient does not have benefit from the device. She experienced a loud horn noise when wearing her processor which interferes with her ability to hear speech. She has been unable to tolerate high pitched sounds.